Manufacturer narrative:
The investigation is ongoing. The device will not be returned.

Event description:
During a tavr procedure using a 20mm sapien 3 ultra valve via transcarotid approach, the valve was unable to advance was through the sheath. After the removal of the sheath and delivery system as a unit, the operator tried to push the valve through the sheath, and it tore the sheath, and the valve inflow stent frame was noted to be bent. A new valve and delivery system were prepped, and the valve was successfully placed through the left carotid. The patient needed vascular surgery to repair the left iliac. The patient was stable and discharged from the hospital on 12/08. Follow-up indicated that the patient did receive a blood transfusion. The operator found it very difficult to push the valve through the expandable part of the esheath from the iliac. The vessels were small per the CT scan. They also tried to withdraw the valve and then push again.

Manufacturer narrative:
Update to h6; type of investigation, investigation findings, investigation conclusion. Update to b5. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and the following was observed: no noticeable tortuosity or calcification. The patient's left access vessel was undersized. Per the IFU, the minimum luminal diameter (mld) is 5.5mm required for 14f esheath plus. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. Based on the review of the IFU, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed due to the unavailability of the returned device. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "the operator tried to push the valve through the sheath, and it tore the sheath and the valve inflow stent frame was noted to be bent". Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Additionally, per the 3mensio, the patient's access vessel had the presence of undersized vessels. The presence of undersized vessels can create challenging pathways during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement; thus, additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can lead to the valve struts interacting with the sheath shaft and resulted in the reported valve strut damage at the inflow. Available information suggests that patient factors (undersized access vessel) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage has been previously identified in product risk assessment (pra) and a CAPA.

Event description:
A follow-up with the field clinical specialist indicated that the operators initially attempted to implanted to implant the valve via a transfemoral approach, which was unsuccessful. However, the bailout procedure used a trans carotid approach. The blood loss was indicated to be approximately 300mls.